Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Where lot numbers were received for the devices the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an alloclassic, sl stem, uncemented, 5, taper 12/14 in 1998 on the right side (exact date of implantation unknown) and was revised on (B)(6) 2008 due to femoral prosthetic fracture after a fall during holidays. Another complaint for the same patient is registered under (B)(4), MFR 0009613350-2016-00549 (revitan breakage in (B)(6) 2016). The present case was opened on basis of information and patient's history records received for (B)(4). It was recognized during review of the information that the patient experienced a previous revision surgery and the case at hand was created.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that the patient underwent a revision surgery after 9 years 6 months in vivo due to femoral periprosthetic fracture happened when the patient had an accident (fell down). Review of received data: implantation surgery report, dated (B)(6) 1998: operation: right uncemented thr using alloclassic sl stem, metasul cup and head. No abnormalities observed. Revision surgery dated (B)(6) 2008: diagnose: periprosthetic femur fracture in the proximal femur operation: femoral stem observed to be very loose and easily removed. Stem replaced by a revitan revision stem. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer (b)(5). Root cause analysis, dfmea: metallosis, aseptic loosening due to excessive wear due to micro motion in taper connection: possible: product is not returned for the investigation, therefore cannot be excluded; aseptic loosening due to insufficient primary stability due to design: not possible: according to the complaint summary an adverse trend due to inadequate design would have been detected; aseptic loosening due to insufficient secondary stability due to blasted surface structure: not possible: according to the complaint summary an adverse trend due to inadequate design would have been detected; aseptic loosening, hac particles leading to third body wear due to insufficient secondary stability due to surface structure: not possible: according to the complaint summary an adverse trend due to inadequate design would have been detected; aseptic loosening (stress shielding) due to incorrect distribution of load due to design: not possible: according to the complaint summary an adverse trend due to inadequate design would have been detected; aseptic loosening (product with processing residuals leads to undesired tissue reaction due to auxiliary material residuals) due to wrong washing process: not possible: cleanliness validation certifies the sufficient cleaning procedure the product is going through; aseptic loosening due to wrong implantation: possible: the correct handling of the implant is not under control of zimmer (B)(4). Conclusion summary high patient activity, possible osteolysis and subsequent loosening of the femoral stem might have led to the unbalance of the stem and therefore it could have led to the observed failure. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted an alloclassic, sl stem, uncemented, 5, taper 12/14 on (B)(6) 1998 on the right side and was revised on (B)(6) 2008 due to femoral prosthetic fracture after a fall during holidays. An other complaint for the same patient is registered under (b)(3) (revitan breakage in (B)(6) 2016). The present case was opened on basis of information and patient's history records received for (B)(4). It was recognized during review of the information that the patient experienced a previous revision surgery and the case at hand was created.